Event description:
Pt had metastatical osteotomy with plate fixation of foot on (B)(6) 2004. Three weeks after surgery grandson stepped on foot and pt noticed increased pain. Pt had swelling of foot and clicking sensation. X-ray revealed hardware was broken. Pt returned to surgery on (B)(6) 2004 to have percutaneous pinning of fracture with k-wire fixation.